Event description:
Bayer case number: (B)(4). Abdominal pain, lymphoedema, gastrointestinal difficulties, intestinal sensitivity appeared [gastrointestinal pain], repeated cystitis, otorhinolaryngology (orl) infections [ear, nose and throat infection], massive intestina infection [gastrointestinal infection], vaginal infection, oral candida infections (preventing proper eating), muscle and joint pain [arthromyalgia], inflammation of the leg fascia [muscle inflammation], eczema around the eyes [periorbital eczema], brain fog, cognitive decline [cognitive deterioration], general exhaustion, polyarthralgia, fibromyalgia, joint stiffness, muscle pain, night awakenings [nocturnal awakening], hot flashes, sjogren syndrome, skin redness with itching below the eyes and between the fingers [skin red], burning sensation, chronic dyspnoea [dyspnea], right shoulder discomfort from movement, fatigue, dry eye syndrome, bilateral superficial and intermuscular fasciitis of the left thigh and both legs [muscle inflammation], osteoporosis, pain in the left groin crease, right supraspinatus tendinopathy, fasciitis in the lower limbs, debilitating inflammatory swelling leg [swelling of legs], debilitating inflammatory pain [leg pain], sinusitis, recurring migraine. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-jul-2026. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("abdominal pain"), lymphoedema ("lymphoedema"), polyarthralgia ("polyarthralgia") and fibromyalgia ("fibromyalgia") in a 43-year-old female patient who had essure inserted (lot no. A06330) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of rheumatic fever, parity 2 (2 boys born in 2001 and 2003), genital herpes, elective abortion and removal of wisdom teeth. No known family history of lymphoedema. Previously administered products included: penicilline. On (B)(6) 2012, the patient had essure inserted. In 2013 she experienced abdominal pain (seriousness criterion intervention required), gastrointestinal disorder (" gastrointestinal difficulties") and gastrointestinal pain (" intestinal sensitivity appeared"). In 2018 she experienced cystitis ("repeated cystitis"), ear, nose and throat infection ("otorhinolaryngology (orl) infections"), gastrointestinal infection ("massive intestina infection"), vaginal infection ("vaginal infection"), oral candidiasis ("oral candida infections (preventing proper eating)"), arthromyalgia ("muscle and joint pain "), a first episode of myositis (" inflammation of the leg fascia"), periorbital eczema ("eczema around the eyes "), brain fog ("brain fog"), cognitive disorder (" cognitive decline") and exhaustion ("general exhaustion"). Essure was removed on (B)(6) 2024. On unknown date she experienced lymphoedema (seriousness criterion hospitalisation), polyarthralgia (seriousness criterion hospitalisation), fibromyalgia (seriousness criterion hospitalisation), joint stiffness (" joint stiffness"), myalgia (" muscle pain"), middle insomnia ("night awakenings"), hot flush (" hot flashes"), sjogren's syndrome (" sjogren syndrome"), erythema (" skin redness with itching below the eyes and between the fingers"), burning sensation ("burning sensation"), dyspnoea ("chronic dyspnoea"), musculoskeletal discomfort (" right shoulder discomfort from movement"), fatigue ("fatigue"), dry eye ("dry eye syndrome"), a second episode of myositis ("bilateral superficial and intermuscular fasciitis of the left thigh and both legs"), osteoporosis ("osteoporosis"), groin pain ("pain in the left groin crease"), tendon disorder ("right supraspinatus tendinopathy"), fasciitis ("fasciitis in the lower limbs"), peripheral swelling ("debilitating inflammatory swelling leg"), pain in extremity ("debilitating inflammatory pain"), sinusitis ("sinusitis") and migraine ("recurring migraine"). The patient was hospitalised from (B)(6) 2024 for an unknown duration and from (B)(6) 2025 to (B)(6) 2025. The patient was treated with duphaston (dydrogesterone) and estradiol (estradiol cipionate) as well as surgery (laparoscopy for bilateral salpingectomy). At the time of the report, the outcomes for abdominal pain, lymphoedema, gastrointestinal disorder, gastrointestinal pain, cystitis, ear, nose and throat infection, gastrointestinal infection, vaginal infection, oral candidiasis, arthralgia, periorbital eczema, brain fog, cognitive disorder, exhaustion, joint stiffness, middle insomnia, hot flush, sjogren's syndrome, erythema, burning sensation, dyspnoea, musculoskeletal discomfort, fatigue, dry eye, osteoporosis, groin pain, tendon disorder, fasciitis, peripheral swelling, pain in extremity, sinusitis, migraine and the last episode of myositis were unknown. The reporter considered abdominal pain, arthromyalgia, polyarthralgia, brain fog, burning sensation, cognitive disorder, cystitis, dry eye, dyspnoea, ear, nose and throat infection, erythema, fasciitis, exhaustion, fatigue, fibromyalgia, gastrointestinal disorder, gastrointestinal infection, gastrointestinal pain, groin pain, hot flush, joint stiffness, lymphoedema, middle insomnia, migraine, musculoskeletal discomfort, myalgia, the first episode of myositis, the second episode of myositis, oral candidiasis, osteoporosis, pain in extremity, periorbital eczema, peripheral swelling, sinusitis, sjogren's syndrome, tendon disorder and vaginal infection to be related to essure administration. The reporter commented: current state of the patient: following the removal in 2024, most of the symptoms have disappeared, and vitality has returned, except for the lymphoedema which has become permanently established in the left leg and is disabling. Actions taken to treat the patient in the healthcare facility: not specified. Complete excision of the essures, fallopian tubes sent for histological analysis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 20.957 kg/sqm. [Abdominal x-ray] (date unknown): essures in place. [Allergy test] (date unknown): negative. [Blood thyroid stimulating hormone] (date unknown): normal. [Bone formation test] (date unknown): femoral neck gt score at -2.5. Femoral neck dr t score at -2.1. => phosphorus and calcium test at a separate facility, see us for the results [c-reactive protein] (date unknown): < 1. [Electroneuromyography] (date unknown): motor conduction: motor amplitudes. Decreased on the right external popliteal sciatic nerve (epsn) / pedal, with an asymmetry on the epsn / pedal at the expense of the right, normalised in ja collection. Distal lesion of vagus nerve, intervocal variability and normal f waves, no conduction block. Sensory conduction: amplitudes and sensory conduction speeds normal detection. No resting activity, normal effort patterns. Overall, the electroneuromyogram (enmg) examination of peripheral neuropathy was within the limits of normal, with no evidence for myogenic involvement or peripheral neuropathy. [Full blood count] (date unknown): normal. [Gynaecological examination] (date unknown): in the pelvic region: the uterus, fallopian tubes and ovaries have a macroscopically normal appearance. The bladder, the rectum and the pouch of douglas are unremarkable. The essures are in place. The lower and upper mesocolic compartments show no visible anomalies. [Investigation] (date unknown): significant difference in thigh and leg circumference 15 cm from the top of the kneecap, thigh circumference: 42 cm on the right and 46 cm on the left. 10 cm from the top of the kneecap, thigh circumference: 37 cm on the right and 41 cm on the left. 10 cm from the bottom of the kneecap, leg circumference: 34 cm on the right and 36 cm on the left. 5 cm from the ankle, leg circumference: 25 cm on the right and 27 cm on the left. No sulcus sign. No skin changes. No warmth, no redness, and no orange peel sign. Very painful skin rolling on the inner side of both legs and left thigh [magnetic resonance imaging] (dates unknown): no muscle t2 hyperintensity. Slight global amyotrophy of the right lower limb. Bilateral superficial and intermuscular fasciitis of the left thigh and both legs. No suspicious bone lesions of bone marrow replacement. No brain mass syndrome. Conclusion: bilateral superficial and intermuscular fasciitis of the left thigh and both legs (shulman syndrome?). Polyarthralgia affecting the hands and shoulders, with movement and an inflammatory component at the onset of symptoms (night awakenings), progressing for 9 months in the context of marked and unusual asthenia and bilateral superficial and intermuscular fasciitis of the left thigh and both legs (shulman syndrome?) [Magnetic resonance imaging pelvic] (date unknown): very poorly tolerated with an unusual episode of bleeding. [Rheumatological examination] (date unknown): rheumatological examination: - walking preserved without limitation, without peripheral limping. Number of painful joints =2 (left shoulder, right hip). Number of swollen joints =0 - hands: palpation of joints tender to the metacarpophalangeal joint, no synovitis - wrists: palpation and painless mobilisation without swelling - elbows: free - shoulders: unrestricted passive and active shoulder mobility, tender to full abduction to the right - hips: free, manoeuvres (flexion, internal rotation, external rotation) painful on the left. Knees: dry, painless - ankles: unobstructed - feet: negative squeeze test *axial: -spine: palpation of the spinous processes is painless -sensitive bilateral sacroiliac pressure -no pain upon palpation of the anterior chest wall *enthesis -no enthesitis (calcaneal tendons, tibial tuberosity, greater trochanter, scapular spines) -no dactylitis. *skin: no psoriasis. [Scan lymph nodes] on (B)(6) 2025: on the right: regular superficial lymphatic drainage without blockage. No lymphostasis or subdermal absorption. No organised, in-depth replacement. Some ramifications with the deep network without pathological value. - on the left: regular superficial lymphatic drainage without blockage. No lymphostasis or subdermal absorption no organised, in-depth replacement. Functional inguinal, retro-crural and right iliac lymph node relays are less numerous then normal. No visualisation of the opening of the thoracic duct on the left. [Ultrasound scan] (dates unknown): - hands: no synovitis or tenosynovitis - right shoulder: no bursitis, chronic-appearing tendinopathy of the long head of the biceps, calcification at the insertion of the supraspinatus, no effusion and chronic-looking tendinopathy of the long head of the biceps, calcification at the insertion of the supraspinatus [x-ray] (date unknown): - pelvis: no abnormalities - hips: joint space preserved on the left and right [x-ray of pelvis and hip] (date unknown): no abnormalities. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.